Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarms on their insulin pump. The patient's blood glucose level was at 5.6 mmol/l at the time of the call. The customer was assisted with the issue and their insulin pump passed the self tests. The customer was explained why the no deliveries occur and was offered a replacement pump but the customer declined. The customer stated they were receiving a brand new pump in a few days. No further information was provided.